Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
Patient reported that after every MRI, an unknown hakim programmable valve has unexpected setting changes, requiring reprogramming. Patient is reporting headache. The event occurred at an unknown date in (B)(6) 2016, but the patient reported it had happened after previous mris. The valve was initially implanted in 2009. Product number is unknown.